Event description:
The surgeon performed a craniotomy and excision procedure and post tumor excision he applied surgiflo with thrombin at the base (posterior fossa). Post surgery the patient had adverse events with edema. Event date details to be collected. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> unknown patient status/ outcome / consequences --> was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown is the patient part of a clinical study -->unknown event date: 01/01/2024 procedure: craniotomy.